Manufacturer narrative:
(B)(4). Investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04463.

Event description:
It was reported the patient underwent a hip revision 11 year after implantation due to corrosion at head neck junction. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Supplied photo was enlarged and on the head you can see 072330, +9mm, b and blood obscures any other information. Also, a damaged liner with no visible information and a locking ring with no visible information can be seen. No product was returned; visual and dimensional evaluations could not be performed. Item# unk stem lot# unk- part and lot identification are necessary for review of device history records, neither were provided. Mmi review identified osteolysis, no acute fracture, dislocation, or frank implant loosening. A definitive root cause cannot be determined. X-ray review identified if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.